Event description:
The customer reported that steering was loose and the system was difficult to navigate. No pt injury was reported.

Manufacturer narrative:
The svc rep tightened the loose hardware. System fully functional.